Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: instrumentation of 3 levels in posterior cervical levels implanted: c4 - c7 it was reported that on unknown date, two months after the surgery, the implanted rod loosed and the patient suffered due to pain. So, revision surgery was performed to replace the implanted device.

Manufacturer narrative:
X-ray review results: post-op x-rays for c4-c7 posterior spinal fusion show both rods displaced from the screw heads, with one side completely out. This is most likely a result of failure to torque tighten the set screws. If information is provided in the future, a supplemental report will be issued.